Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer using the scs system for pain relief due to lack of efficacy and would like to have the system explanted. Surgical intervention may take place at a later date.